Event description:
Customer reports lancet stuck out after firing from the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.